Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). The history files were read out and analyzed. Because no date of occurrence was reported, the data of the last registered infusion therapy was investigated. The log files revealed that on 7th of may a therapy with adjusted volume of infuse for one hour was started. During the course of the day the therapy data was often adjusted. From 11 p.m. Onwards, the current infusion was repeatedly interrupted by pressure alarm. At 2.13 a.m. The device was turn off. No anomalies for a flow deviation were found during the analysis of the history log files. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No visible damages or soiling could be detected. As part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,97 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Due to the previous results of the investigation of the history log files, visual and functional investigation, only the upper housing part was removed. No damage or soiling could be detected. The complaint could not be confirmed. The device works according to our specification. Note: this report is being filed for an item number that is not sold in the united states; however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "pump would not infuse." Customer information: despite adjusting the pressure of the pump it would not infuse, resulting in back flow of blood and occlusion of the line. This occurred twice with two different patients. No date of occurence was reported.